Event description:
Cath lab inserted balloon, then transferred pt to ICU. Pt was unstable, poor distal perfusion, with occasional alarming of iabp. Systolic pressure > 80 mm hg with dopamine being titrated. Pt's systolic pressure continued to fall (60 - 70 mm hg over next two hrs). Augmentation diminished and iabp began alarming continuously. Iab tubing gained cloudy apearance - then changed to blood. The pt then coded, CPR was initiated, however, the pt expired.